Event description:
Clinical study. It was reported that 616 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 was a 3.5mm, 95% stenosed, 18mm long portion of a svg to proximal right coronary artery (prox rca) and was treated with predilation, then placement of a 3.5x 24mm taxus express2 study stent. Residual stenosis was 0%. Target lesion 2 was a 3.5mm, 95% stenosed, 28 mm long portion of the proximal left circumflex (lcx) and was treated with predilation, then placement of a 3.5 x 32mm taxus express2 study stent. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. At the two year follow up, it was discovered that 616 days after the initial procedure, the pt underwent pci with the placement of a non bsc stent in the svg to proximal rca due to focal in-stent restenosis. The physician noted the relationship of the tvr to the taxus stent as probable. The pt was discharged the next day.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.